Manufacturer narrative:
Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device evaluation block h11 the suturing cinch was not returned. A media analysis was performed. The documentation attached includes a picture where it can be observed the device into the pouch with and the device label information with the upn and batch number. However, it is not possible identify any damages. The reported event of cinch failure to deploy could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, the probable cause selected is cause not established, because there is not enough evidence to determine whether the cinch failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy. The handle was broken and the cinch was manually deployed. The procedure was completed with the original cinch. There was no patient complications reported as a result of this event.